Manufacturer narrative:
The biomedical engineer reported that their bedside monitors (bsm) experienced intermittent communication loss with the central nurse's station (cns). No additional information on this event was available following three attempts at obtaining it from the reporter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that their bedside monitors (bsm) experienced intermittent communication loss with the central nurse's station (cns).